Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a display anomaly. The customer stated there were stripes on the screen. The customer was having difficulties to see the screen. The customer's blood glucose was 155mg/dl. The customer was advised the pump will be replaced.

Manufacturer narrative:
The insulin pump was received with discoloration with rainbow vertical lines on the display due to slightly bending lcd glass. Unable to perform functional testing including self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump had minor scratched display window and minor scratched case.